Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a other (unusual issue) issue. The reporter stated that recurrent rewind messages occurred during the rewind step which cleared upon battery removal. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/19/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the black box recorded an empty cartridge alarm and then the pump had been suspended. During suspend and following a rewind step, the pump returned to the main menu. The pump would not continue the rewind load process during the pump suspend. The suspend feature was active until the pump was powered down. The pump was opened for further investigation and no defects were found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.